Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. At 11:46 am the patient received a blood glucose result of 48 mg/dl on their aviva system. The patient felt weak and unresponsive and went to the hospital. At the hospital the patient tested on his aviva system with new test strips provided by the hospital and received a result of 224 mg/dl at 12:02 pm. The hospital tested the patient on their device and received a result of 235 mg/dl at 12:05 pm. The hospital treated the patient with rapid acting insulin. After being hospitalized for 4 day blood glucose levels have normalized, however the patient is still hospitalized for unrelated health problems.